Manufacturer narrative:
On july 17, 2025, the user informed senseonics that the system displayed results differing from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the time the complaint was closed. A review of the in-vivo raw sensor data indicated optical instability during the timeframe of the reported inaccuracies, which most likely contributed to the observed sensor inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 14 oct 2025. G3. Date received by the manufacturer? 14 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples. Date time sg value bg value a. (B)(6) 2025 12:30 44 mg/dl 99 mg/dl. B. (B)(6) 2025 15:00 70 mg/dl 189 mg/dl. C. (B)(6) 2025 16 :00 44 mg/dl 170 mg/dl. D. (B)(6) 2025 17:30 48 mg/dl 98 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.